Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Healthcare professional further reported painful, hardening right breast deformity. The device has been explanted and replaced.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Healthcare professional further reported painful, hardening right breast deformity. The device has been explanted and replaced.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported event of capsular contracture and cancer was received on january 11, 2024, with lot number 1183739. Based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ cancer: unable to observe as it is not related to the device. Additional observations: ¿ observed opening assessed as surgical damage. No further actions are required since no manufacturing issue is observed.